Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) procedure. During surgery, the balloon burst during inflation. The balloon ruptured at 350 psi. The product came in contact with the patient. There was a delay in the surgical time as a result of this event. No patient complications were reported.